Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose was 114 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
Additional information: distributor received and reviewed pump history. Pump was found to have intermittently turned off while battery was being charged. A reset alarm occurred and pump indicated a data log corruption. History showed the date was incorrect on (B)(6)2021; cause was not known. H6 codes added: 3196, 2896, 2582 the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Correction: section d (brand name, common device name, procode, catalog, serial and uid number); h4